Manufacturer narrative:
This report is filed on october 20, 2016.

Event description:
Per the clinic, the patient developed infection at implant site, and was administered antibiotics (B)(6) 2016 (specific date and type not reported), as a result the patient experienced extrusion of the receiver-stimulator, resulting in the decision to explant the device. The receiver-stimulator was explanted on (B)(6) 2016 and the electrode array was left in-situ. Re-implantation is planned but has not taken place as of the date of this report (B)(6) 2016.